Event description:
It was reported a t2 non deployment. There was no significant delay and no patient injuries reported. No backup device available.

Manufacturer narrative:
Additional information.

Event description:
It was reported a t2 non deployment. There was no significant delay and no patient injuries reported. Procedure completed successfully with a backup device.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.